Event description:
Per the clinic, the patient skin overgrowth with inflammation at the implant site resulting in removal of the abutment (date and time not reported) for healing purposes. The issue could not be resolved. The patient was equipped with a new abutment in (B)(6) 2013 (specific date not reported). Skin overgrowth reoccurred and treatment with corticoid cream was attempted. Additional information has been requested but has not been made available as of the date of this report, (B)(6) 2013.

Manufacturer narrative:
(B)(4): device not yet received by manufacturer.